Event description:
It was reported that the collimator intermittently closed down. This error may cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. The system operates as intended.